Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing during a polymorphic ventricular tachycardia (vt). An inappropriate shock was delivered, and accelerated the rhythm into ventricular fibrillation (vf). Four additional shocks were delivered, however, didn't convert the rhythm until the fourth shock, and the patient went into cardiac arrest and experienced syncope. Shock impedance measurements were also noted to be high during shock therapy at 111 ohms. Shock impedance measurements were noted to be 90 ohms at implant. The field representative noted that there may potentially be more fat tissue under the electrode than there was at implant. Surgical intervention was undertaken. The device was explanted, the electrode was surgically abandoned, and a transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.